Manufacturer narrative:
Eval confirmed the recipient harvester broke at the 20mm laser marking. Material verification was performed and found within specifications. This product is a single use osteochondral autograft transfer system. The original info provided indicates the device was used multiple times. However, no clarification could be obtained from the customer, as if the device was used several times during the same surgery or during different surgeries. This is the first complaint of this type for this product. A definitive conclusion could not be determined from the info provided.

Event description:
It was reported that the recipient piece broke during the harvesting of the recipient socket, 20mm from the end, just above the window. The procedure was normal. The recipient has been used multiple times. The recipient broke during the third time. The broken piece remains in the pt. This device is used for treatment.